Manufacturer narrative:
The architect (B)(6)serial number (B)(6)was assessed due to false decreased architect ivancomycin result, and it was determined that the pipettor, syringe, pressure monitor sensor, trigger valve and wash zone valve required replacement. After replacement of these parts, the issue was resolved. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends associated with the complaint issue. The instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6)and there were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect (B)(6)serial number (B)(6)was identified.

Event description:
The customer reported falsely decreased architect ivancomycin generated from an architect i1000sr analyzer. The customer provided the following example data: ivancomycin initial result was 2.84 ug/ml (which was questioned by a physician), repeat result was 28.74 ug/ml there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.